Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2009, the plaintiff was implanted with an intepro llp y-sling device. The plaintiff's attorney alleges that the plaintiff began experiencing "internal pain of unk origin" and that surgery on (B)(6) 2010 was performed and that "removing the mesh in its entirety impossible." The plaintiff's attorney also alleges that the plaintiff has experienced "significant mental and physical pain and suffering" and "sustained permanent injury including pelvic organ prolapse, vaginal erosion, remnants of the products inside her body, permanent injuries to her vagina and bowel" and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.